Event description:
It was reported that, six weeks post this electrode implant, the health care professional (hcp) noted that the baseline exhibited oversensing in the alternate vector. The patient was moving the right arm to put the jacket on when the oversensing was noted. The signal had changed since implant and smart pass was disable due to low amplitude. The technical services (ts) recommended to consider x-ray to review the system position and compare to post implant images. The post implant x-ray showed a sub-optimal lead position and the resent x-ray images showed the electrode displaced back to the implant pocket. The ts recommended to the physician to reposition this electrode. At this time, this electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was successfully repositioned, defibrillation threshold (dft) test was performed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, six weeks post this electrode implant, the health care professional (hcp) noted that the baseline exhibited oversensing in the alternate vector. The patient was moving the right arm to put the jacket on when the oversensing was noted. The signal had changed since implant and smart pass was disable due to low amplitude. The technical services (ts) recommended to consider x-ray to review the system position and compare to post implant images. The post implant x-ray showed a sub-optimal lead position and the resent x-ray images showed the electrode displaced back to the implant pocket. The ts recommended to the physician to reposition this electrode. At this time, this electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, six weeks post this electrode implant, the health care professional (hcp) noted that the baseline exhibited oversensing in the alternate vector. The patient was moving the right arm to put the jacket on when the oversensing was noted. The signal had changed since implant and smart pass was disable due to low amplitude. The technical services (ts) recommended to consider x-ray to review the system position and compare to post implant images. The post implant x-ray showed a sub-optimal lead position and the resent x-ray images showed the electrode displaced back to the implant pocket. The ts recommended to the physician to reposition this electrode. At this time, this electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was successfully repositioned, defibrillation threshold (dft) test was performed and remains in service. No additional adverse patient effects were reported.